Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that during an explant procedure on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-01991] the l5 lead was partially removed, and a portion of the lead was left in the patient.